Manufacturer narrative:
(B)(4), the sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 120vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for the functional bench test. A water reservoir bottle, an adult breathing circuit (880-36kit), a 382-10 conchasmart column, and dual temperature probes were connected to the unit. 2-3 lpm of air flow were supplied to the unit for a real time operational scenario. The unit successfully navigated all pre-operational self-tests again and was functioning in real time. The settings were set to full rainout, invasive, at 37 degrees c. The unit functioned without any interruption and was able to heat up to the set temperature of 37 degrees c. Based on the investigation performed, the reported complaint could not be confirmed. Functional testing did not reveal any operational anomalies.

Event description:
It was reported the unit is "not heating". Unknown if issue occured in a clinical setting at time of report. Unknown patient condition at time of report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the unit is "not heating". Unknown if issue occured in a clinical setting at time of report. Unknown patient condition at time of report.